Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, in the afternoon, the customer experienced diabetic ketoacidosis (dka). At the time of the event, she was unable to confirm any errors or malfunctions with the dexcom sensor. The customer reported falling in the bathtub and was transported to the hospital the same day. She was discharged on (B)(6) 2025, and is currently stable with no ongoing symptoms. The customer declined to provide additional details, stating she cannot recall further information regarding the incident. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/14/2026. Data was further reviewed. The data indicates that the egvs were high (greater than 400 mg/dl) starting on (B)(6) 2025 at 2:35 pm, until the sensor failed at 6:15 pm on (B)(6) 2025 with an algorithm detected failure. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025, at 6:25 am with transmitter/wearable serial number (B)(6). The sensor session lasted 3 days and 10 hours and ended due to an algorithm detected failure on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.